Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage was not verified due to the sample of the male luer lock not being returned. The sample that was returned was an infusion set that is missing the distal male luer lock connection. The examination of the tubing shows that there was a lack of solvent at the end of the tubing. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to the male luer lock not being returned the root cause could not be fully determined, however, based on the description of the issue by the customer and investigation of the returned sample, the probable root cause for the issue seen in this complaint is an issue during the assembly of the infusion set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing and tubing separated from adapter/luer connector. The following information was provided by the initial reporter: material #: 2420-0007. Batch/ lot #: unknown. Alaris IV pump tubing was broken when taken out of the package. Luer lock at end was not on the tubing.